Manufacturer narrative:
The device has not been returned to st. Jude medical for evaluation. The cause of the reported perforation and subsequent surgical procedure remain unknown. Should the device be returned for evaluation, a follow-up medwatch report will be submitted following completion of device evaluation. The instructions for use (IFU) state the ensite multi-electrode diagnostic catheter is used to record and map the electrical potentials from the right atrium. Therefore, use of this catheter in the right ventricle would be considered off label use.

Event description:
It was reported during a rvot vt procedure, approximately one hour into the procedure, the physician said "the balloon moved" and the patient began to decompensate. A perforation occurred requiring the surgical team to open the patient's chest in the ep lab to control the bleed. The patient is reportedly doing well.